Event description:
Pt's medtronic aicd fired 29 times in rapid succession, had to be turned off. No evidence of arrhythmia. Appeared to be a problem with a loose wire. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis: #1: ischemic cardiomyopathy. #2: syncope. Event abated after use: yes.